Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered safety mode and interrogation revealed codes 0xc 0xc 0xc, indicative of a memory error and device reset. The patient was admitted to the hospital, and device replacement was scheduled for the next day. On the day of the procedure, technical services (ts) was contacted for programming assistance due to difficulty programming tachy therapy off. Ts prompted the field representative to re-interrogate the device, and successfully disable tachy therapy. During the changeout, an out-of-range shock impedance measurement of greater than 200 ohms was observed. Ts asked whether the device was out of the pocket, and the shock impedance was 57 ohms after re-checking. Sensing and pacing impedances were also within range. The crt-d was explanted and replaced successfully and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered safety mode and interrogation revealed codes 0xc 0xc 0xc, indicative of a memory error and device reset. The patient was admitted to the hospital, and device replacement was scheduled for the next day. On the day of the procedure, technical services (ts) was contacted for programming assistance due to difficulty programming tachy therapy off. Ts prompted the field representative to re-interrogate the device, and successfully disable tachy therapy. During the changeout, an out-of-range shock impedance measurement of greater than 200 ohms was observed. Ts asked whether the device was out of the pocket, and the shock impedance was 57 ohms after re-checking. Sensing and pacing impedances were also within range. The crt-d was explanted and replaced successfully, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.